Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "the pressure connector is broken". - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing. 28.12.2024. The defective intellicuff was returned to hamilton medical ag via (B)(4). The investigation confirmed that the root cause of this incident was a defective connector of the intellicuff pneumatic cuff. Due to a crack in the cuff the pressure in the balloon could not be maintained. The user exchanged the defective device. In this case there was no patient involvement but since the device had to be exchanged and the incident could have led to a deterioration of the patient's health the case was assessed reportable.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "the pressure connector is broken". - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.